Manufacturer narrative:
A visual assessment was performed. A black hair approximately 5.8cm long was loose inside the packaging. There was hair-like material stuck under the (B)(4) label on the outside of the pouch. Since the pouch was opened when received, it was not possible to determine if the hair was sealed in the pouch during manufacturing or if the hair fell into the pouch after the device was opened. Therefore, the most probable root cause for the defect is undeterminable. A review of the device history record (DHR) was performed and revealed no issues related to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation that a single action pumping system continous flow was used during a transurethral ureterolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, a hair was found in the device packaged. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.